Event description:
The patient reported that they had just arrived from work when the pod started beeping. The patient¿s blood glucose level was reported to be 238 mg/dl while wearing the pod on their abdomen for between 4 and 24 hours. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. No further post market investigation is required. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.